Event description:
Additional information was received from the patient who reported that they were experiencing the connection lag issue. The patient mentioned that they had called in before with the same issue and after clearing the data, it worked for a while, but they started getting the same issue again. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, who wanted to review the steps in deleting storage data for when they had connection issues. An agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. The patient asked if deleting the data storage will not mess up anything, and the agent reviewed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use was spinal pain indications. The patient reported that the remote is not responding to the pump and not syncing. The patient also reported code 156. The agent reviewed information. The agent had a hard time keeping patient focused at times. The patient then stated that it gets to 90% and lags for 2 minutes. The agent reviewed information and assisted the patient with clearing data on the handset. The patient stated they have had difficulty since saturday and mentioned that they have tried to get help from the hcp (healthcare provider) in the past but, they just say to call medtronic. The patient will monitor lag issue and call back if further assistance is needed.